Event description:
It was reported that the lead integrity alert (lia) triggered, and both the atrial and right ventricular (rv) leads exhibited low pace/sense impedances. Oversensing and noise were also seen and were reproducable during the lead impedance measurements, and the rvlead exhibited high thresholds and an increase in rv coil impedances. The device was disconnected from the leads, which were tested and appear to be functioning normally. The device was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analzyed. The hybrid circuit was found to be shorting, and exhibited low resistance. Concomitant products: 5076, implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered, and both the atrial and right ventricular (rv) leads exhibited low pace/sense impedances. Oversensing and noise were also seen and were reproducable during the lead impedance measurements, and the rv lead exhibited high thresholds and an increase in rv coil impedances. The device was disconnected from the leads, which were tested and appear to be functioning normally. The device was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The hybrid circuit was found to be shorting, and exhibited low resistance. Further analysis was performed, and it was determined that it was not possible to confirm the alleged device malfunction.